Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was programmed with stability detection discrimination turned on, which was against the company recommended settings for the patient's condition. The device incorrectly discriminated a ventricular tachycardia (vt) episode as a supra ventricular tachycardia (svt) episode and subsequently withheld therapy. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.